Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times. The customer was unable to clear the alarm. The customer removed the insulin pump's battery and started using their back up plan. The drive support cap was recessed. The insulin pump alarmed unexpected restart. In the alarm history 8 displayable history check failed on startup alarms were found. Data was missing from the bolus wizard setup menu. Customer's blood glucose level 8.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to flattened button dome switches. No unlock on display keypad connector noted. It was unable to verify motor error alarms due to erased memory anomaly or reset anomaly due to button keypad anomaly. Unit had corroded motor home switch. The insulin pump also had minor scratched display window and cracked reservoir tube lip.